Event description:
Boston scientific received information that the health care professional (hcp) reported this programmer displayed a flat line electrocardiogram (ECG) and has a distinct smell. Boston scientific technical services (ts) discussed that the smell is usually followed by a smoke or possible severe issue. The programmer was returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the programmer was performed. Analysis found an issue with a portion of the internal circuitry which resulted in the observation reported from the field. The circuit was replaced and the programmer passed all other testing. Laboratory result confirmed the reported clinical observation.